Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioflex meter was displaying an error message; however, he was unable to recall what the error message was. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 4 a.m., on (B)(6) 2016. The patient advised that he does not take any medication to manage his diabetes and it is not known what changes, if any, he made to his usual diabetes management regimen as a result of the alleged issue. The patient reported that 8 hours after the alleged issue began he developed symptoms of "sweating, shakiness and dehydration." The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr walked through a re-test with the patient and the alleged error message was not reproduced. Replacement products were sent to the patient. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of acute metabolic distress after the alleged meter issue began.